Event description:
Customer reportedly received the following results on the advantage system within 10 mins: hi, 113 mg/dl, and 111 mg/dl. No high blood symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.